Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "vascular event," "arterial occlusion," and "discomfort, swelling and bruising" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient is experiencing "discomfort, swelling and bruising" after injection with juvéderm voluma® xc and juvéderm vollure¿ xc. Hcp suspects this is a "vascular event" and "arterial occlusion." Hcp noted they were "considering hyaluronidase, aspirin, warm compress and nitro paste" to manage the symptoms. Events are ongoing at this time. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00058 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.